Event description:
During an in-clinic follow-up, loss of capture and increased pacing impedance were observed on the right ventricular (rv) lead. The suspected cause of the event was due to tissue fibrosis, although not confirmed. Diagnostic imaging was performed and revealed no anomalies. The rv lead was capped and replaced to resolve the event. The patient was stable.